Manufacturer narrative:
Your report indicated the deficiency as "instrument broke at the tip during surgery." The effected instrument has not yet been received at our facility. A review of our DHR (device history report) and complaint history trending has been initiated. Upon receipt of the instrument it will be evaluated and forwarded on to manufacturer for an investigation into the complaint. The result of this investigation is not complete at this time, however, as soon as all info is reviewed to determine if a corrective and preventive action is necessary; a follow-up report will be submitted with the info.

Event description:
Customer states instrument broke at the tip during surgery.